Event description:
After almost 2 months of implantation, this lead was explanted because it would not stay in place; it was dislodged. Note: ela medical was not aware of this case until 2008.

Manufacturer narrative:
The analysis on this device is pending.